Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that based on the cgm sensor reading he took too much insulin, which caused a severe hypoglycemic event (no symptoms were provided). An ambulance was called, and glucose syrup was given. The patient stayed at home to recover. A photo attached to the file shows the dexcom receiver with a cgm reading of 310 mg/dl next to an accu-chek bg meter with a reading of 211 mg/dl, however it was not indicated when these values were taken. After the event the patient was feeling better but had developed severe anxiety and panic attacks for which his clinic has provided him with necessary psychological support. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.